Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting flipped endoscope, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly, and/or noises were heard during testing and confirmed as binding. The complaint regarding the endoscope flipping issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation(s) not reported by site: the endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located in zone b, middle 1/3 of cable of the endoscope cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the arm movement seemed off. When the customer flipped the endoscope from up to down, it would not rotate all the way. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to remove and re-engage the endoscope into arm 2 and arm 3. The tse asked the customer to try another endoscope if possible. The surgeon stated they were short on endoscopes. The tse informed the customer that the endoscope likely need to be returned for repair. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm moved in the opposite direction when the surgeon tried to rotate. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.